Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump components, but the issue persisted despite following the proper loading technique with a new cartridge. As a result, technical support arranged for a replacement pump, confirmed the pump was under warranty, and instructed the customer on returning the faulty pump. The customer will use an alternate insulin delivery method to ensure continuous therapy.